Manufacturer narrative:
The aquabeam console was returned for evaluation. Testing reproduced an e03 - console error code during priming, consistent with the reported event. The console was disassembled, and inspection of the encoder assembly under magnification revealed oil contamination on the encoder lens and sensor. The oil buildup caused the aquabeam console error code. The encoder was replaced, after which the system successfully completed priming and a full simulated aquablation procedure without further errors. The root cause was determined to be oil contamination of the encoder. This issue is addressed under procept's internal system. A review of the device history record (DHR) for lot number 23c10157 and ab2000-d/ serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Reported event was confirmed through functional testing so a log file review was not performed. The sj-um0101-00 rev. C aquabeam user manual states the following about e03: e03 ¿ console error: release foot pedal and click x. If error persists, turn off and turn on console submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Component code = 4756 - aquabeam console, a reusable component of the aquabeam robotic system. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during procedural setup, the aquabeam console displayed an "e03 - console error" code. Two aquabeam handpieces were used for troubleshooting, confirming the issue was with the console. Due to the malfunction, the surgeon converted the procedure to a transurethral resection of the prostate (turp). There were no adverse health consequences to the patient due to this event.